Event description:
It has been reported to philips that the exposure failed. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Trouble shooting actions showed a problem with the detector. The fse replaced the detector and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that there was no image displayed. The fse performed the troubleshooting and found that the found bist power supply failed and detector was defective. Fse replaced detector. After the replacement of detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.